Manufacturer narrative:
It was determined the images were flipped l/r and not caught by surgeon in preview task. Thus navigation was aborted as an alleged inaccuracy. No impact on patient outcome reported.

Event description:
Medtronic representative reported the cranial images were loaded from a cd and were flipped upon "load exam". The system was not set to radiographic true. It was not discovered in the preview screen. The surgeon didn't recognize the problem until after site had prepped and draped and decided to proceed without navigation. No impact on patient outcome reported.